Manufacturer narrative:
Zimmer biomet complaint number(B)(4). DHR review was completed for the subject lot number 63350266. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63350266 for similar events and no other complaint was identified. Review completed utilizing keywords: peri-implantitis. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors non-design or manufacturing related, including medical conditions e.g, diabetes, poor bone quality, etc patient habits e.g., smoking and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation

Event description:
No further event information is available at the time of this report.

Event description:
It was reported a loss of integration around implant at tooth site 25 due to a peri-implantitis . Implant was removed. Per indicated: peri-implantitis additional appointment required: yes to remove implant and to place a new one at (B)(6) 2022. Symptoms as a result of the event: none reported. Bone type: ii.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k011245 and k002188. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors non-design or manufacturing related, including medical conditions e.g, diabetes, poor bone quality, etc patient habits e.g., smoking and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.